Event description:
A complaint investigation was initiated at an unannounced onsite facility visit on 02/05/07. Information was obtained from observations, resident and witness interviews, and hospital and facility records. Resident 1 was admitted to the facility in 2005, with diagnoses including osteoarthritis, avascular necrosis hip (area with dying tissue due to poor blood supply) and obesity. In a record review on the original date, the minimum data set assessment (mds) in 2006 identified the resident as non-ambulatory and dependent for locomotion. One week later, fall risk assessment placed the resident as a moderate risk for falls, and the same day, care plan included impaired physical mobility and self-care deficit. Interventions for each were to use a "vanderlift (sling on a stand) for all transfers & 2 persons, no sara (lift to a standing position)." The resident in room care plan dated same day indicated in bolded capital letters for the resident "transfers: mechanical lift with two people not sara lift." In an interview the following year at 9:30 am, resident 1 was alert, oriented and demonstrated some short term memory loss. She indicated she was still painful in the area of the left hip and lower back, and "stiff and sore." In describing the afternoon when she fell, the resident recalled the aide was ready to transfer her to the bath chair and she" ...was in the sling out of bed and the aide left to get help." The resident stated that normally,"...hanging on the sling does not bother me." The resident further described the aide as standing at the door when the sling broke. The resident recalled she fell onto the floor, hitting the legs of the lift and her head hit the dresser. She remembered staff coming into her room. After being transported to the hospital, the resident recalled the doctor told her she did not break anything. The nursing & interdisciplinary notes twenty days later, at 2:30 pm stated, "resident fell from lift during transfer for bathing. Plastic connections on lift gave way. Res (resident) states pain in hips and 911 called." The same day (time not recorded), emergency medical service's (emss) pre-hospital report described upon arriving the emts (emtechnicians) observed the resident lying on her back. They documented, "pt (patient) stated 'the nurse had just got me out of bed to go in the shower when the clip broke'." Emss report described, "pt landed on her back & l (left) side also 'bumped' head on dresser." They noted the resident landed across the 2 legs of the lift and complained of left hip pain. On a scale of 1 to 10 (10 being severe and 1 very little), the emts reported resident's pain was an 8. Emts transported the resident (time not recorded) to a local hospital emergency department (ed). The hospital emergency department report indicated the resident was admitted to the hospital's ed on the same day (time not indicated). The ed physician documented the resident "does not walk" and "she is confined to bed." The ed physician further indicated the resident complained of pain over the left hip area."there does not appear to be any evidence of any ecchymosis (skin discoloration), abrasions, or other lesions in this area...pelvis appears to be stable." The report documented that x-rays of the left hip did not show any fracture. The resident was diagnosed as having "left hip contusions (bruising)" and discharged in stable condition. The nursing & interdisciplinary notes that day, at 9:45 pm documented the resident returned to the facility. On 02/05/07 at 8:25 am in an interview, staff 1 (registered nurse--rn, director of nursing services) provided the sling that was used when the resident fell. Staff 1 drew attention to the two clips on the sling which broke. The clips appeared to be made of a solid think plastic material with openings for straps. The break was at the top center of both clips. Staff 1 stated recently the facility had another sling, with the same type of clip, break in the same place. Staff 1 confirmed that all slings of this style have been removed from use. When asked about checking the clips for wear, staff 1 stated, "we have a system where we do check these." She indicated that she trusted it was being done. Staff 1 did not provide a record of when the clips were last checked. In an interview the following month at 9:10 am, staff 2 (rn, resident care manager) stated she conducted an investigation of the resident's fall. Staff 2 stated she spoke to witness 3 (an agency certified nursing assistant--cna) who was with the resident and described, "(witness 3) was backing the resident into a shower chair and she was about 2 feet from it (shower chair) when the sling broke." Staff 2 indicated witness 3 knew the facility's "house policy--lift transfer always two people." She stated the aide had worked at the facility before the incident and since. Staff 2 stated the resident had a fall risk care plan and witness 3 was aware the resident was a two person transfer. According to staff 2, the incident happened during a shift change from the day staff to evening staff and "(witness 3) said she asked for help, but no one came." The same day at 8:28 am in an interview, staff 3 (rn, day shift charge nurse) stated she was just completing her shift when the resident fell. She recalled the resident received a skin tear and "significant bruising" on her left side. Staff 3 confirmed that all slings, like the one the resident was in when the fall occurred, were no longer being used. In an interview two days later at 2:41 pm, witness 3 (agency cna) stated she was assigned to, and was with the resident thirteen days earlier when the pt lift sling broke, and the resident fell. She was aware the in room care plan instructed staff to only do a two person transfer when using the sling. On that afternoon, witness 3 described it was busy and she asked other staff to assist, but they were not available. Witness 3 stated the sling was already under the resident when she entered the room and it was time for the resident's shower. She described a prior occasion when she successfully transferred the resident without assistance. On the same day, she hooked the sling to the pt lift, and positioned the shower chair close to the bed. Witness 3 stated, while using the lift, she brought the resident within a foot of the shower chair when "the front clips snapped and the resident landed on the legs of the lift and hit her head on her dresser." Later she was told, "the facility recently had a clip on another sling snap." In an interview approx a year earlier, at 10:30 am, witness 1 (family member) described that he is the resident's closest relative and visits her once a week. Witness 1 stated, the resident is "coherent and able to speak for herself." Witness 1 described the resident as badly bruised from the fall "but nothing broken." It is witness 1's concern that the resident needs to regain confidence and trust in the staff, because "(resident 1 is) not sure if she wants to be moved again." It was determined the facility continued to use a pt lift sling with clips that were the same as a clip that broke recently during another resident's lift transfer. The facility was unable to provide evidence that clips on lift slings had been inspected or monitored for wear. The facility failed to supervise an agency caregiver who did not follow the resident's care plan. The facility was unable to provide evidence of a transfer policy or orientation/training for agency staff related to two person transfers. The facility failed to provide adequate care and services during a mechanical lift transfer that resulted in a fall.